Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a high blood glucose (bg) level, but the customer did not provide the actual bg level; the cause was because a cartridge alarm occurred. The customer also reported that they had a seizure and broke a rib because of the elevated bg level. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 13 days later, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.